Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a hip done between 4 and 5 years ago in (B)(6). Original implant date unknown. The doctor did not have any records from the original surgery. Patient was stable for 4 years and has now dislocated 4 to 5 times since then. The liner was cracked at the rim and the doctor believes it was from when they were reducing the hip one of the times. Patient was stable on the table with the implants that were in but he did not trust the patient abductors so he constrained her. That is all the information he have. Doi- unknown; dor- (B)(6) 2022; affected side- right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device 122136452, lot hj0607, and no non-conformances / manufacturing irregularities were identified.